Event description:
Port placed 2 years ago. Approx 8/96 after chemotherapy completed, pt presented for mediport irrigation. S/p irrigation pt had subcutaneous pain under clavicle. 9/1/96 cxr mediport looks in fine position. However, with injection of dye, dye goes nowhere. Indwelling catheter sheared off. Catheter was cracked and leaked when they went to manipulate it, it severed. 10/11/96 x-ray noted piece in atrium. 10/15/96 removed via vein (angio).